Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. It was unable to confirm the unexpected battery out limit alarms due to the keypad anomaly. Device had cracked reservoir tube lip and missing end cap sticker noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She removed the battery and reinserted it the next morning and received a battery out limit alarm which she could not clear. Blood glucose value was 417 mg/dl; treated with manual injection. No significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.